Event description:
(B)(4). First thing I noticed was a very sharp pain on my left side. I started having rashes on my face and neck and arms. No menstrual cycle for one year. Severe cramps often randomly. Frequent urinary infections. Leg cramps. Bloating in my stomach but I felt it more in my pelvic area. Back pain. Leg cramping. Swelling of my feet. Migraines. Sometimes a taste of metal in my mouth. Now I'm getting periods every 15 days. Numbness in my pelvic area. Hair loss. Feeling of depression. Suicidal thoughts. Breast tenderness. And more. And yes my insurer provided my essure device. I have medi-cal.